Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follow:" date: (B)(6) 2010, inratio: 3.5, lab: 2.9. No patient information provided.